Manufacturer narrative:
(B)(4). One (1) ball tip feeler ¿ curved [product code: 2750-10-160, lot no: ty19468] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the connection between the handle and the feeler tip. The fracture analysis report shows evidence of plastic deformation and a rough appearance across both shaft surfaces in addition to broken welds along the outside of the shaft. The feeler also exhibited plastic bending deformation of the weld material consistent with the application of a cantilever load. These characteristics indicate that the feeler underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the ball tip feeler shaft breaking cannot be positively determined. However, the fracture analysis report indicates that the feeler underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This item was being shipped back from surgery and arrived with box broke and the ball tip feeler was broken off in the pkg and unusable. I will need this ball tip feeler replaced as it does not seem fit to be used in surgery in the future. Part#275010160x 1